Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and in-stent restenosis occurred. The index procedure in (B)(6) 2011 treated one target lesion. Target lesion 1 was located in the first obtuse marginal (om) with 75% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with direct stenting using a 3.00x16mm taxus element stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, 175 days post the implant procedure, 75% in-stent restenosis was found in the previously placed 3.00x16mm taxus element stent in theom lesion. In addition, 75% in-stent restenosis was found in a taxus liberte stent that had been implanted in the left anterior descending artery (lad) during an unspecified procedure. The 75% in-stent restenosis in the om lesion was successfully treated with balloon angioplasty and placement of an unspecified bare metal stent, which resulted in 0% residual stenosis. The 75% in-stent restenosis in the lad lesion was successfully treated with an unspecified drug eluting balloon. The procedure was successfully completed with no additional patient complications reported and the patient was discharged the following day.